Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle and/or unsecure grasp of tissue. The mating part (needle) was not returned. Used an ar-13995n/lot# 111458823 needle during evaluation. Function test could not be performed due to the related condition.

Event description:
It was reported that the scorpion top jaw does not close completely. Per the rep, during a rcr case, the jaw dislocated when passing sutures. There was no patient injury and another scorpion was used to complete the case.